Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer 5 on the main cabinet had failed with the error message: failed to stay closed. A field service engineer (fse) found the magnet missing in the latch inseparable. The fse replaced the inseparable and ran a test in the hardware test application. The fse saved the results to the desktop. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 9mb main drawer 5 could not be recovered. The user had opened the back panel to check for any debris, but none was found and when attempted to recover the drawer, the system displayed a message instructed the user to clear an obstacle before closing the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.